Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was undersensing atrial signal and induced pacemaker mediated tachycardia due to timing issues. Programming changes were discussed but not yet completed. The patient was stable.